Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with a scs system. In the operating room, programmer communicated with ipg and lead impedances were fine. In recovery room, there were z's on the led of the programmer. On (B)(6) 2010, the leads pulled out of header. The dr. Added an extension and reused the same lead. The patient was programmed post-op and now everything is working as intended.